Event description:
The patient had a revision surgery due to the screws backing out of the sternum.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown, therefore the device history records are unable to be reviewed. The reviewed explant indicated that the thread locking mechanism was not engaged with the plate as intended indicating that the screws were not fully seated during the original operation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.